Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when preparing to clamp the gallbladder, the clip broke in half which prolonged the surgical time. Also, both inside and outside clip could not be closed. Another reload was used to complete the case. There was no patient injury.